Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified posterior tibial artery (pta). A 2mm x 40mm x 145cm coyote es balloon was advanced for dilation. However, during the second inflation at 8 atmospheres, the balloon ruptured. The procedure was completed after successful revascularization through inflation with a new non-boston scientific (bsc) balloon. There was no patient injury reported.